Manufacturer narrative:
Device not returned to manufacturer. Note that the user facility report claims the part was returned to the manufacturer on 7-feb-2022 (box of u.f. Report). However there is no record of the part being received by the manufacturer so far.

Event description:
On (B)(6) 2022, FDA forwarded a user facility report to this company that had been sent to FDA from a hospital. The report stated: "inserter threads of the instrument for inserting the acetabular implant broke off inside the implant during insertion. Surgeon decided to not explant the implant due to patient safety reasons. The threads remained in the implant from the inserter per surgeon's order."